Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received an unexpected restart alarm on the insulin pump after inserting a new battery. The customer's blood glucose was 286 mg/dl, which she treated with a bolus. The alarm history in the insulin pump was checked and there was an additional alarm found that had occurred. Nothing further was reported.